Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:00 am after the end user received higher than normal blood glucose results from her prodigy diabetes meter. The end user performed a blood glucose test and the result was 600 mg/dl accompanied with pain in her arms, chest, shoulders and vomiting. The paramedics were called and the end user consumed nitrocholestorin while waiting for their arrival. The paramedics performed a blood glucose test with their meter and the result was 690 mg/dl. The end user received an unknown IV fluid and was transported to the ER. Upon arrival to the ER the end user's blood glucose was 600 mg/dl and from there an insulin pump was administered to assist in stabilizing her blood glucose levels. After 3 days in the hospital the end user was discharged with a blood glucose reading of 90 mg/dl and instructed to follow-up with her pcp. No additional details were provided in relations to this medical event.